Event description:
It was reported that during the catheter placement procedure in the pt's brachial-cephalic vein, the guide wire separated and a cut-down procedure was performed to remove the separated portion. There were no additional pt complications.